Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Testing and investigation revealed a communication problem between the device and the generator. The probable cause was determined to be due to a faulty mother board. Additionally, it was determined that the reported event is an anticipated hazard and this malfunction is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device. This event was initially conservatively reported as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked.

Event description:
It was reported the argon plasma coagulation unit was not recognizing the argon gas. The issue occurred during a therapeutic colonoscopy and the procedure was prolonged greater than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01029. This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.